Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Follow up is in progress regarding the device return status. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported an image failure. The image was not coming in once it was connected. This issue was identified during inspection prior to procedure. The scheduled patient therapeutic procedure (lap hernia surgery) was completed with a similar device. No adverse effects reported. During the olympus field service engineer (fse) visit , it was unable to determine whether the camera head was causing the failure or the olympus visera 4k camera control unit. Fse discovered that the image was not coming in after connecting the camera head. Without the camera head, only color bars were present. This event includes two reports: report with patient identifier (B)(6) - camera head ch-s400-xz-eb , sn: (B)(6). Report with patient identifier (B)(6) - visera 4k uhd camera control unit otv-s400 , sn: (B)(6). This report being submitted is for patient identifier (B)(6) - camera head ch-s400-xz-eb , sn: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. Device evaluation noted no image. The groove on coupler unit found deformed / rust found on coupler unit , switch 2 was found deformed and with cut marks. A review of the device history record found the subject device was shipped in accordance with specifications. Root cause of the phenomenon cannot be conclusively specify, however , based on the device investigation, it was presumed that the communication failure occurred and image is no longer displayed due to cable failure. Review of instruction for use (IFU) and as a result of confirming contents of instruction manual regarding cable damage, there are following descriptions. It is determined that these may prevent indicated phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.